Event description:
The closing/articulating tip of the pituitary broke during discectomy. The tip was retrieved, and no harm was done to the patient. The procedure was completed as scheduled replacing the tlif interbody cage with a cohere alif interbody cage. The patient was discharged normally and is reported to be doing very well.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.